Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep adjusted the power supply and checked the camera connections on the unit. The rep could not duplicate the problem. The system operates as intended.

Event description:
It was reported that the camera rotation on the 9800 system would intermittently not stop rotating as it should. No patient injury was reported.